Event description:
The customer contacted stryker to report that the battery of their device was unable to retain its charge. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify the reported issue. The device is no longer repairable and will be returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that the battery of their device was unable to retain its charge. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device and determined the cause of the reported issue to be excess off-current from the device.